Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the right atrial (ra) lead had revealed that the ra lead had dislodged. X-ray imaging performed on (B)(6) 2021 confirmed the ra lead dislodgement. No electrical anomalies were noted on the ra lead due to the dislodgement. The ra lead was successfully repositioned on (B)(6) 2021. The patient reported no symptoms and was stable throughout.